Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in high, out of range shock impedance (110 ohms to 125 ohms) over the last year. At implant shock impedance was 80 ohms. The physician contacted technical service (ts) consultant for recommendations, stating the patient is in very poor health and unable to do any interventional procedures at this time. Ts provided recommendation for lead integrity testing, isometrics, sync shocks at 1.1j and 41j to ensure full integrity of the lead, and x-ray imaging. This (rv) lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.